Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - por for x rate limit, on (B)(4) 2011 06:26:50. One - patient alert for device circuit error on (B)(4) 2011 06:26:50.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a power on reset occurred. The device is still in use. No patient complications have been reported as a result of this event.